Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator interface assembly box was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the systems' collimator was out of line. No report of patient or staff issues.